Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the photo and video showed white precipitate inside the set access post-pump pod. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The origin and identification of the precipitate was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flocculent was observed in the pressure pod of a prismaflex st100 set after priming and prior to therapy. There was no patient involvement. No additional information is available.